Manufacturer narrative:
Isi contacted initial reporter davinci coordinator (B)(6), based on the information provided by (B)(6), the patient is stable and the surgical procedure was completed. According to (B)(6), the clip applier instrument was used with the recommended weck hem-o-lok hem polymer clips. The clip was retrieved from the patient with no further incident, no x-ray was necessary to locate the clip. (B)(6) also indicated that they have an experienced robotic technical staff in the operating room. The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The grips were visually inspected and did not appear to be damaged. A clip was able to be loaded onto the grips without issues. The hem-o-lok instrument was installed on an in-house davinci robotic system and it was driven without any problems. The clip was successfully installed on a piece of tubing. The clip remained attached to tubing and did not spring open. Instrument had 31 fires left. No physical damage was found.

Event description:
It was reported that during a da vinci si cholecystectomy procedure, according to the information provided by the customer, the clips were not holding securely; the clip fell into the patient, and it was retrieved. Customer replaced clip applier instrument and the weck hem-o-lok hem polymer clip, but the issue re-occurred. The clip fell into the patient, and the clip was retrieved with no further incident. The customer used a third clip applier instrument and a new weck hem-o-lok hem polymer clip to complete the procedure, no patient harm was reported. The second clip applier instrument is being reported under MDR 2955842-2012-01145.